Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft of the safety device of a jelco® viavalve® safety IV catheter was not closing when the needle was pulled out of the patient's skin. No injury to patient or clinician was reported.